Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device was displaying error code 210.6021. No patient involvement.

Event description:
The customer reported the device was displaying error code 210.6021. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 11jan2020 to present date 21dec2020, and confirmed that this device was not previously returned for servicing.